Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Corrected data: no patient involvement- issue found during testing.

Event description:
It was reported the device did not pass accuracy testing (accuracy result of -7.9%). No patient involvement reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported failed accuracy was unable to be confirmed. No fault was found with delivery accuracy. The expulsor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.